Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had pinched diagonal branch. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification 3). Abnormal stress test or imaging stress test indicated ischemia prior to the procedure and the patient was referred for cardiac catheterization. The long target lesion was located in the proximal extending to mid left anterior descending artery (prox lad) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy. Post index procedure, the patient had an event of "pinched at diagonal artery origin¿ and was treated with kissing balloon angioplasty.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).